Manufacturer narrative:
Other applicable components are: product ID: 377860, lot# v010390, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information was received from a consumer and health care provider regarding a patient. It was reported that the patient¿s device was ¿not working.¿ the patient experienced a return of symptoms (return of pain) with the loss of stimulation since (B)(6) 2017. She noticed two ¿needle like¿ wires poking out near the middle of her back on (B)(6) 2017. They are not poking through the skin. On (B)(6) 2017, the patient got up from a chair and the implantable neurostimulator got stuck on one of the straps on the chair and the chair came up with the patient when she stood. The patient checked the device using the patient programmer and it was noted that stimulation was on and charged. The patient had the ability to change stimulation and tried increasing/decreasing stimulation, but that did not resolve the reported issue. The patient does not have adaptivestim, and the patient didn¿t have another group to try. The patient¿s weight at the time of the event was (B)(6). The troubleshooting performed related to the loss of stimulation and the device taking 12 hours to recharge was to ¿rearrange¿ over the neurostimulator, shut off, turn back on, and charge the charger first. On (B)(6) 2017, the patient tried recharging and tried turning the neurostimulator on and off as actions/interventions taken to try and resolve the loss of stimulation and the device taking 12 hours to recharge. The patient was referred to a surgeon and wants a manufacturer representative to be contacted for testing to try to determine the cause of the loss of stimulation and the device taking 12 hours to recharge. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. The patient reported that on (B)(6) 2017 they had a loss of stimulation/were not feeling stimulation. The patient did not feel stimulation even when increasing. The ins was synced with the patient programmer which showed the stimulation was on. Also, it took the patient 12 hours to recharge their implantable neurostimulator (ins). There were not trauma/falls that could be related to the issue. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.